Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four unknown plates. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI: unavailable. Implant date: unknown date in (B)(6) 2014. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without part and lot numbers, device history records reviews could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that synthes plates and screws were removed on (B)(6) 2016 due to pain. The initial implant surgery to treat a tibial plateau fracture was performed on an unknown date in (B)(6) 2014. The patient began to experience pain on an unknown date. Four unknown plates including a proximal tibial lateral plate, a medial t-plate, a one-third tubular rim plate, a posterior medial recon plate and seventeen unknown screws (combination of 2.7mm and 3.5mm cortex screws and locking screws) were removed intact. The surgery was completed successfully with no delay. This report is for four unknown plates. This report is 1 of 2 for (B)(4).